Event description:
Information received with return of the explanted device notes that approximately 48 hours post implant, the patient had a fever and was admitted to the hospital. Cultures obtained noted "staph aureus". The patient was transferred to another hospital for on-going management.